Event description:
It is reported that the patient's mother called complaining that her son received a motor error alarm on his insulin pump. Patient's blood glucose level was at 301 mg/dl. The patient was treated with a manual injection. The customer stated that she could not recall any significant event that could have caused the motor alarm. The customer was informed that the pump must be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. The motor passed the motor test. The insulin pump had a missing end cap sticker, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.